Manufacturer narrative:
A ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No repair information available. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in allegation of a failure to bootup. There was no patient involvement.

Manufacturer narrative:
Additional information was recieved that this case is a duplicate of (B)(4) which will address all hazard and quality issues. This case will be closed as duplicate not a complaint.